Manufacturer narrative:
Additional information was received that the user did not have the unit selected to the proper setting. The event was a use issue, there was no malfunction of the unit.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing over delivery of pressure in the patient circuit. There was no report of patient involvement.